Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated and the reported single leaflet device attachment (slda) and poor image resolution were related case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was noted to be difficult. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed; however, six seconds after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). To stabilize the slda, an additional clip was implanted. Two clips were implanted, and the mr was reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.